Event description:
(B)(4). This spontaneous case from united states was received on 11-dec-2017 from other non-health care professional. This case concerns a patient (age and gender unspecified) who received treatment with synvisc one and after an unknown latency knee was aspirated. Also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose, expiration date and indication: not provided) with batch/ lot number: 7rsl021 in right knee. On an unknown date in 2017, after unknown latency, knee was aspirated and patient was given cortisone injection. Corrective treatment: not reported for device malfunction and cortisone for knee was aspirated. Outcome: unknown for both events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for both events pharmacovigilance comment: sanofi company comment dated 13-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee effusion. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.